Event description:
Side rail could not remain latched due to damaged latch assembly and damaged top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.